Event description:
Delivery of a term infant with a known cranium malformation used a vacuum assistance for delivery. There were no pop-off's. Time usage was less than 20 minutes. After delivery, the infant was transported to nicu where the infant later expired, following intense resuscitative actions. A post-mortem showed gross cranial hemorrhage, both subdural and subarachnoid.

Manufacturer narrative:
In speaking with the initial reporter, no device malfunction occurred, and no product defects were noted. The device functioned as designed.